Event description:
Early 80¿s male with diabetes and recent chest pain. Procedure; percutaneous intervention proximal right coronary, stent placement and balloon angioplasty. Balloon shaft kinked and not able to use for procedure. Removed and used another device without complications. No known harm to patient.